Event description:
It was reported to medtronic neurosurgery that a becker ii edms self-separated. It was also reported that the patient had a cns infection. According to the report, there was no injury to the patient.

Manufacturer narrative:
The product testing has not been completed. A review of the manufacturing records was not possible as no lot number was provided. Additional patient/device information: it was later reported that the patient already had the cns infection before the device was used and therefore the device is not the cause of the infection. (B)(4).

Manufacturer narrative:
The returned product was patent. The device did not meet the requirements for leak testing as there was a disconnection at the y site sampling port. Proteinaceous debris was noted within the product. Adhesive was present at the connection. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.